Manufacturer narrative:
The system was used for treatment. A batch record review of kit lot d747 was conducted. There were no nonconformances associated with this lot. The lot met release requirements. The uvadex lot number was not provided as it was not administered. However, a review of all uvadex lots manufactured since january 2013 was performed. No trends or nonconformances related to the complaint were noted. Trends were reviewed for complaint categories, leak centrifuge alarm and centrifuge bowl leak/break. No trends were detected for these complaint categories. The assessment is based on information available at the time of the investigation. No product was returned for investigation; therefore, it could not be determined if the product met specification based solely on the information provided by the customer. Complaints are monitored through tracking and trending. If a trend is detected, further investigation will be conducted through the CAPA/continuous improvement process. (B)(4). Device not returned to manufacturer.

Event description:
The customer reported a leak centrifuge alarm during the last collection cycle. The customer stated that some fluid had exited the centrifuge bowl but it was minimal. The customer reported that the treatment was aborted with no blood/products returned to the patient. The customer stated that the patient received 500 ml of saline as fluid replacement. The customer reported that the patient was in stable condition. The kit was not returned for investigation as it had already been discarded.